Manufacturer narrative:
The device was evaluated at olympus repair center. According to the evaluation, the following was found. Objective lens had a scratch. Adhesive on the bending section rubber was detached. Connecting tube and the device cover has a scratch and was dirty. Image guide protector was shaved. Forceps channel port was shaved. Grip of the device was dirty and had a dent. Control unit was dirty. The cylinder was shaved. Control unit has a scratch. Switch box has a dent. The angulation knob was dirty. Switch box was dirty. Switch has a cut and has a scratch. Universal cord has a scratch. Protector of the universal cord on the connector side has a scratch. Protector of the universal cord on the control section side has a scratch. Due to the wear of angle wire, the play of the angulation knob was out of the standard value. Due to a cut on the wire, the forceps elevator did not move smoothly. The light guide lens has a scratch. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
During the inspection of the device, olympus repair center found that there was foreign material on the forceps elevator and the forceps elevator wire was broken. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon was attributed to the inappropriate reprocessing by the user. If significant additional information is received, this report will be supplemented.